Event description:
It was reported after the aq2010v three piece silicone lens was injected into the eye, it developed linear cracks in the optic, anterior to posterior and usually off center. Lens was removed immediately and replaced wit an identical iol. The customer believes the silicone material is more brittle. No patient injury reported.

Manufacturer narrative:
Brand name: silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide). (B)(4). Evaluation conclusion: based on the complaint history and the evaluation of the returned product, a specific root cause of this event could not be determined. A CAPA has been assigned to address these types of issues. Once the CAPA is completed a supplemental medwatch will be submitted. (B)(4).

Manufacturer narrative:
Visual inspection of the returned lens showed the optic was scratched and torn and there was a clear surgical residue on the lens. (B)(4).